Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company distributor, on behalf of healthcare professional, reported of the right side device: "rupture", and "small nodule at the apex of the right lung; mild fibrosis in segment s4 of the left lung" assessed as not device related. The device was explanted.